Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose levels (value not provided). Reportedly, the cause was the pump settings. Tandem technical support made multiple follow up with customer, however, no response received.